Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this rv lead exhibited loss of capture shortly after the implantation procedure. Perforation was confirmed by x ray and CT check. The patient was stable and no effusion was observed. The lead was repositioned and remains implanted.